Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they got an error message system problem rm03 when charging their implant. Patient said the issue started a week ago. Patient said they will reinsert the paddle and it will work for sometime. Patient said the last time they charge the paddle become very hot. Agent had the patient check the recharger wire and pins for damage, and no damaged was reported. Agent had the patient reset the controller. Agent had the patient start implant charging session and the patient was able to charge at an excellent quality, however after a minute it went down to poor quality. Patient tried again and was able to connect charging. Patient said this happened allot. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no anomalies were visually observed, poor recharge quality message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.